Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e1; e3 the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to support the 63-year-old female who had been admitted in with plan for coronary artery bypass graft surgery and the pump was electively placed. Prior the 5.5 pump placement the patient had been supported by an impella cp, inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. While in the operating suite the patient had multiple blood products infused. After 4 days the pump was weaned and explanted. Anticoagulation necessary for the pump placement and support can contribute to bleeding. Bleeding in this clinical context is a known and expected risk associated with impella 5.5 support, particularly in the setting of major cardiac surgery and direct surgical aortic access.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.